Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port products are identified. Medical device expiry date: 03/2022.

Event description:
It was reported that post port device implant on the right chest wall through puncture in the right internal jugular vein, the catheter allegedly detached and was reported to be ruptured. Reportedly, the catheter migrated and dropped into the inferior vena cava and an interventional surgery was required to remove the port. The device was removed from the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation, one medical image was provided for review. The investigation is confirmed for the reported catheter disconnection and migration issues, as the image shows a right sided port without catheter tubing connected to the hub. The catheter tubing is detached and overlying the right heart and inferior vena cava. The investigation is inconclusive for the reported rupture, as the exact circumstances at the time of the reported event are unknown. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, broviac single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, broviac single-lumen, 6.6f products are identified in d2 and g4. H10: d4 (expiry date: 03/2022), g3, h6 (method) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port device implant on the right chest wall through puncture in the right internal jugular vein, the catheter allegedly disconnected and was reported to be ruptured. Reportedly, the catheter migrated and dropped into the inferior vena cava and an interventional surgery was required to remove the port. The device was removed off the patient. The current status of the patient is unknown.